Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2367 (air in set/line) on the homechoice (hc) while cycling the power in response to an alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. The patient would complete therapy by using manual supplies. There was not patient injury or medical intervention associated with this event. No additional information is available.